Event description:
It was reported that an unspecified number of 5 ml bd luer-lok¿ syringe steriles, single use experienced missing scale markings which was noted prior to use. The following information was provided by the initial reporter: material no: (B)(4). Batch no: 0015400 I received an email from a hospitals about 5ml syringes not having any markings. Currently our sites are getting teams together to look through all our syringes to make sure that there are no more in circulation.

Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo depicted a single loose 5ml syringe next to a blisterpack with top web facing the camera, confirmed to be form batch #0015400 (p/n(B)(6)). All visual inspections were performed as per requirement. A quality notification was issued for missing print during the manufacture of this batch. Adjustments were made and product requalified per applicable aql before production resumed. Batch 0015400 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The syringe barrel was observed to have no scale markings. A potential root cause for the missing print defect is associated with a pad roll failure and the adjustments that followed during the marking process. Defect was identified during the marking process and adjustments took place at that time. It is possible during requalification activities a limited number of defective pieces escaped detection. No corrective actions are necessary based on the defective rate identified. Batch 0015400 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of 5 ml bd luer-lok¿ syringe steriles, single use experienced missing scale markings which was noted prior to use. The following information was provided by the initial reporter: material no: 309646 batch no: 0015400. I received an email from a hospital about 5ml syringes not having any markings. Currently our sites are getting teams together to look through all our syringes to make sure that there are no more in circulation.